Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The customer reported the syringes leak at the needle hub and sometimes even come unattached while in the patient's arm. No information was received regarding any serious injury as a result of this product malfunction.